Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this was surgically abandoned and kept the lead as defibrillation coil but implanted left bundle lead as pace or sense lead. There is no further information available. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.